Event description:
Subsequent to initial report being filed it was reported that difficulty during advancement was noted with the introducer sheath and was not able to reach it's intended location and the tip had become separated after removal from the patient anatomy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported stretched tip coils and separation were confirmed. The reported difficulty advancing, and lack of support was unable to be confirmed as it was related to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported difficulty advancing, lack of support and stretched tip coils resulting in distal core separation were related to procedural circumstances. Based on the reported information and evaluation of the returned device, it is likely that the difficulty advancing was due to interaction with the introducer sheath. Additionally, it is likely that after having trouble advancing, the tip coils became stretched causing the distal core to break during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1069 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the common carotid artery. The emboshield nav6 embolic protection system (eps) was advanced on the barewire to it's intended location; however, under angiography the barewire was noted to be malformed and lacked support. Therefore, the eps was removed and the barewire became "de-coiled" [unraveled] from the core. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.